Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: the patient with history of pulmonary embolism had an inferior vena cava (ivc) filter placed in an infrarenal location prior to a surgical procedure. Approximately two days post filter placement, the patient underwent left hybrid total hip arthroplasty and approximately one week post filter placement, the patient underwent right hybrid total hip arthroplasty. Approximately two weeks post filter deployment, the patient was scheduled for filter retrieval as it was no longer needed. The internal jugular vein was accessed and during an attempt to retrieve the filter, the filter tilted and became apposed to the lateral aspect of the ivc. The right common femoral vein was accessed and multiple attempts were made to reposition the filter but were unsuccessful. The procedure was concluded. Investigation summary: the device was not returned. Images were not provided. However, medical records were reviewed. Based on the medical records, difficult to remove and filter tilt can be confirmed. Per the reported event the retrieval attempt resulted in the filter tilt. However, it is unknown the root cause for the retrieval issue. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. Approximately two weeks post filter deployment, it was alleged that the filter tilted and embedded in the wall of the ivc. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The status of the patient is unknown.